Event description:
It was reported that the patient experienced low flow alarms. Log files were submitted for review. The event log file captured low flow alarm events on (B)(6) 2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index was elevated. It was noted that the patient presented to clinic hypertensive with mean arterial pressures (maps) in the 100s, but that has been addressed with adjusting his medications. Maps were then in the 60s-70s, and while it appeared the low flows were less sustained/less frequent, they were still occurring. Patient was not experiencing any symptoms with the low flows. Vital signs and labs were within normal limits. It was also said that the patient had a computed tomography (CT) chest/abdomen/pelvis done that demonstrated a chronically thrombosed inflow cannula. The accuracy of this imaging was in question because the CT was not a dedicated cardiac CT. It was thought this could have contributed to the low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula thrombus was unable to be confirmed as no images were provided and the device remains in use. Furthermore, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file captured intermittent low flow events from 27jan2026 ¿ 29jan2026, several of which were associated with transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. It was later reported that a low flow software upgrade was performed on the patient's system controllers due to the frequent asymptomatic low flow alarms. It was noted that all other causes had been ruled out and discussed with the heart failure team. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that low flow software upgrade was performed due to frequent asymptomatic low flow alarms. It was said all other causes were ruled out.